Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate could not be confirmed due to the condition of the returned device (stretched outer member and separated inner member). Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending coronary artery, a 3.5x15 mm nc trek rx dilatation catheter was prepped outside of the patient anatomy per the instructions for use without any issues noted. The dilatation catheter was advanced without resistance and balloon inflation was attempted; however, the balloon failed to inflate. The 3.5x15 mm nc trek rx dilatation catheter was simply withdrawn from the patient anatomy and replaced with a 3.5x12 mm nc trek dilatation catheter which was used successfully. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.